Event description:
It was reported that during use of the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder air bubbles were being sucked into the tubing during filling of the vacutainer® tube. This occurred on 80 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: when using slbcs pre-attached, customer experience that the wingset sucks small air-bubbles in the tubing (customer remarks: it seem to be either the white plastic mounted on the holder that is leaking or it is the assembly of the white plastic on to the pre-attach holder) during the blood collection, while the vacutainer tube is filled with blood. Customer have added an extra task, so all phlebotomist are instructed to fasten the white plastic to the holder before using the product. However they still experience that the wingset is sucking small air-bubbles into the tubing during filling of the vacutainer tube.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder air bubbles were being sucked into the tubing during filling of the vacutainer® tube. This occurred on 80 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: when using slbcs pre-attached, customer experience that the wingset sucks small air-bubbles in the tubing (customer remarks: it seem to be either the white plastic mounted on the holder that is leaking or it is the assembly of the white plastic on to the pre-attach holder) during the blood collection, while the vacutainer tube is filled with blood. Customer have added an extra task, so all phlebotomist are instructed to fasten the white plastic to the holder before using the product. However they still experience that the wingset is sucking small air-bubbles into the tubing during filling of the vacutainer tube.